Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sr, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va087sr, implanted: (B)(6) 2013, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that a lead was broken. The lead was partial explanted on (B)(6) 2015. Physician was explanting the lead and it broke during a full replacement. As physician was removing the lead, it broke at electrode 1 and he was unable to remove the remainder. Physician tried to remove the remainder of the lead, but was unsuccessful. The remainder of the lead was left. The patient was reported alive with no injury at the time of reported event. The product was returned.

Manufacturer narrative:
Analysis of lead lot number va087sr reveals the stimulator lead body conductors were broken at or near times. Circuit number 0 open, circuit number 1 open, circuit number 2 open and circuit number 3 at 73.7 ohms. No shorts between the circuits. Conductors number 0,1 and 2 were broken 1.9 cm(centimeter) from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.